Event description:
Physical therapist reported that a pt rec'd a shock from an empi nmes unit which caused the pt to lift their leg and re-tear their acute cruciate ligament (acl). The re-tear of the acl required medical intervention by a physician to re-attach another tendon.